Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis/thrombus, cerebrovascular accident, and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient-device incompatibility, myocardial infarction, thrombosis/thrombus, cerebrovascular accident, and stenosis, and their relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: comparison and evaluation of the advantages and disadvantages of domestic stent helios and imported stent abbott through optical coherence tomography system. The patient effect of death is reported under a separate medwatch report.

Event description:
This report is filed to report the adverse events not including death. It was reported through a research article that the following adverse events may be related to the xience v stent: death, thrombus, stenosis, myocardial infarction, stroke, heart failure. Additionally, there may have been cases of poor wall apposition. The article concludes that the total incidence of adverse cardiovascular events was 26.47% in the non-abbott stent group and 20.00% in the xience v stent group. There is no difference in the probability of in-stent restenosis and the rate of stent apposition is better in the xience v group.